Manufacturer narrative:
Inspected one opened and used enlite sensor and found sensor canula bent inside sensor base. Unable to confirm if customer received sensor in said condition, due to customer returning sensor opened and used.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was having issues with the sensor. During insertion, customer removed the serter and thought that sensor was completely inserted. Customer connected the transmitter to the sensor and it did not work and when she removed the sensor she discovered that cannula was missing. The customer stated able to determine if the cannula was still inside the body. Troubleshooting was done. The customer was advised to monitor if discomfort arises and to contact health care provider. The customer was advised to return the damaged sensors for analysis. Advised the customer the sensors would be replaced. No further info provided.